Event description:
It was reported that the user observed a fingerstick blood glucose of 62 mg/dl while the pump displayed 76 mg/dl, did not receive a low alert, treated for hypoglycemia, and later saw the pump display 171 mg/dl trending upward with a confirmatory fingerstick of 150 mg/dl, after which a manual calibration was performed and the user proceeded to eat. Symptoms included hypoglycemia managed with oral glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included complaint review and user counseling on calibration, glucose monitoring, and treatment of lows. Investigation of this case revealed inconsistent glucose readings between fingerstick and pump with no device alerts reported; the device function and component status could not be confirmed due to lack of returned product, and no malfunction was identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.